Event description:
Complainant alleged the device displayed "defib fault 79" and "pacer fault 122" messages. Complainant indicated that thee was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.